Event description:
It was reported that a patient underwent an unknown surgical procedure on (B) (6) 2010. When the surgeon was using the needle to suture the soft tissue (peritoneum), the needle tip broke. X-ray was used to try to find the needle tip, but nothing could be found.

Manufacturer narrative:
(B) (4). (B) (4). Results: according to the visual inspection of the actual device, the broken needle showed instrument marks directly at the breakage point. Conclusion: the device information for use cautions the user that "care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". Result: representative samples of the product were tested for needle pull tensile strength and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.